Manufacturer narrative:
(B)(4).

Event description:
This patient was hospitalized for a pocket hematoma. The patient is being observed for 24-48 hours with optimization of pain control.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.